Event description:
The reporter stated that, the stopcock is cracking and leaking while mixing lipiodol and thromboject into a foam. The foam is then injected into the pt to reduce the density of radiation. No pt injury or treatment associated with this issue.

Manufacturer narrative:
The returned product was evaluated and there were cracks and fracture lines present in the stopcock bodies. The cracking is due to a chemical attack. Thromboject and lipiodol which are not recommended to be used with plastics are being mixed and injected into the pt through the stopcocks. This stopcock is made of plastic and should not be used in this application. The device history was reviewed and found to be acceptable. Medex is able to confirm this issue and determine the cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.